Manufacturer narrative:
The driver was received at the MFR for eval, and the reported condition of the device running on its own was duplicated. Based on the investigation details, the likely cause was problems with bearings and the potted trigger assembly, which were each replaced along with other components. Service repaired and returned the device to the customer.

Event description:
It was reported that the driver continued to run on its own during set up prior to the start of a surgical procedure. The case was completed with another device. There were no adverse consequences reported as a result of this event.